Event description:
It was reported that the patient underwent an initial hip procedure on (B)(6) 2000. Subsequently, patient underwent a revision due to wear of the liner on (B)(6) 2013. The liner was removed and replaced.

Event description:
It was reported that the patient underwent an revision hip procedure of competitor products on (B)(6) 2000. Subsequently, patient underwent a revision due to wear of the liner on (B)(6) 2013. The liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.